Event description:
A customer reported obtaining a high glucose reading of 14 mmol/l on their freestyle flash meter and experienced hypoglycemic symptoms. She also reported weakness in the legs causing her to collapse to the floor. Her son called paramedics who treated the customer at the scene with toast. The customer was not transported to the hospital and there was no other treatment or diagnosis reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation and a follow up report will be submitted when results are available.